Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high within range pacing impedance measurements of 850 ohms on the left ventricular (lv) lead channel, as well as noise oversensing on the right ventricular (rv) lead channel, which led to pacing inhibition for more than 2 seconds as well as inappropriate anti-tachycardia pacing (atp). No adverse patient effects were reported. This system remains in service.